Manufacturer narrative:
Section f9: approximate age of device -- 1 year, 2 months. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding, is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for fluid overload. The patient needed blood transfusions on (B)(6) and (B)(6) 2018. An esophagogastroduodenoscopy (egd) / colonoscopy was done on (B)(6) 2018 that showed 2 nonbleeding arteriovenous malformation (avm) and argon plasma coagulation was done in the ascending colon. 3 polyps were removed. The patient also had a small bowel enteroscopy that showed a bleeding avm. Clips and anticoagulation were discontinued upon discharge. No alarm occurred for this event.